Event description:
A user in denmark reported that their pump screen was not turning on, and attempts to charge and reboot the device were unsuccessful. There was no reported impact on the customer¿s blood glucose level. The pump, which was still under warranty, was replaced by the technical support team. The customer was informed about the replacement process and provided with instructions for returning the defective pump. No information was shared regarding the backup therapy used to maintain insulin delivery during the replacement process.